Event description:
The ICD charged over 255 times. Each time noise reversion occurred during the episode. Low battery voltage was also observed. When the ICD pocket was opened, damage to the external silicon was observed. Blood was also noted to be under the silicon.